Manufacturer narrative:
Investigation: the run data filed (rdf) was analyzed for this event. Per the rdf, the ac infusion rate did not exceed the 1.2ml/min/tbv safety limit. The calculated actual limit for the donor was 0.95ml/min/tbv. A one year review of the device's service history was performed with no issues noted related to the reported condition. An internal report shows that the machine has been in use with no further occurrences of the problem. Terumo bct's clinical specialist provided feedback to the customer regarding the implications of incorrect data entry of donor information. Root cause: the root cause has been determined to be a user interface error.

Event description:
During review of run data files (rdfs) for an unrelated customer request, terumo bct found an incident of donor data entry error. In the rdf, it was noted that the weight of a donor had been entered incorrectly. Actual donor's weight: (B)(6), donor weight entered: (B)(6), no medical intervention was required for this event. The customer stated that the donation was completed with no adverse reactions. The donor is reported in healthy condition and no additional follow-up visit was necessary. The customer declined to provide patient (donor) identifier and age.